Event description:
Doctor reported lid retraction after using the endotine transbleph device. Patient could not close eye completely.

Manufacturer narrative:
Post-procedure, the patient was evaluated and subsequently underwent a secondary procedure to correct the problem.